Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. The study was performed over the past 10 years - devices likely discarded or still implanted.

Event description:
It was discovered while reading an allograft article that four patients in the study had wound infection.